Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced a loose connection that occurred while performing therapy on the homechoice device. The patient was not connected to the homechoice at the time of the reported event. During the trouble shooting, it was determined that the patient did not properly connect their supply bag. The technical service representative advised the caregiver to start therapy all over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.